Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was no capture at high output, no sensing, low impedance, and insulation damage. The rv (right ventricular) and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.